Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00619 thru 3012447612-2018-00623.

Event description:
It was reported that the threads of five closure tops broke off while being installed during surgery. They were removed and replaced with alternative closure tops to complete the procedure. There was a delay greater than 30 minutes in length, but there were no reported patient impacts. This is report five of five for this event.

Manufacturer narrative:
UDI: (B)(4). Additional information: (ethnicity). The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of five closure tops broke off while being installed during surgery. They were removed and replaced with alternative closure tops to complete the procedure. There was a delay greater than 30 minutes in length, but there were no reported patient impacts. This is report five of five for this event.